Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from three patient samples, a known trop I free patient pool, and a quality control sample while using the vitros eci immunodiagnostic system. The most likely assignable cause for the higher than expected tropi es patient and patient pool results is instrument related. An ocd field engineer performed service actions to the instrument and following these service actions, acceptable tropi es performance was obtained. In addition, the investigation determined that inadequate analyzer maintenance, pre-analytical sample processing, or reagent performance could not be ruled out as a contributing factors. Root cause of the higher than expected quality control result could not be determined. Unexpected reagent or analyzer performance, sample mix up or sample contamination could not be ruled out as possible causes.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from three patient samples (patient 1= 0.09 vs. Expected 0.02 ng/ml; patient 2= 0.07 vs. Expected <0.012 ng/ml; patient 3= 0.064 vs. Expected 0.013 ng/ml), a known trop I free patient pool (0.063 vs. Expected <0.012ng/ml), and a quality control sample (0.06 vs. Expected peer result of 0.034ng/ml), processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. The customer did not provide an explanation for why the patient samples were repeat tested. There was no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. (B)(4).